Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a leak of 10 ml of clear diluent from the instrument. The leak was not contained. An error condition of vote outs, generated for the differential results for the quality control samples, was reported in connection with the leak. The operator was wearing personal protective equipment of gloves, gown, and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the leak from worn pv27 tubing. The tubing was replaced. The leak and the error condition of vote outs on the differential parameter for controls was resolved. Failure mode was identified: the failure mode is related to worn pv27 tubing. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to impact differential parameters; results could be flagged, un-flagged, or non-numeric from insufficient delivery of erythrolyse (differential lyse reagent) during differential analysis. Evaluation of product labeling: coulter lh 500 hematology analyzer, pn624602: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).